Manufacturer narrative:
The referenced device had been used in the user facility after the event and was not returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined. If significant additional information is received at a future date, this report will be supplemented. This report is bein submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the endoscopic image became dark during unspecified procedure. The procedure was reportedly completed with a different endoscopic system. There was no pt harm reported.